Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4): the pump was evaluated by product analysis on (B)(4) 2012 with the following results: no defect was found. The pump passes a 29 hour flow accuracy test and found to be delivering within specifications. The pump was opened, no damage was found to the force sensor or on the power circuits. History shows total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. Performed "ez-prime" operation successfully, the pump ran for 24hrs, no alarms duplicated during testing. Information from the date of the reported failure is overwritten in the black box due the continuous use of the pump, no activity outside of normal use observed in the available data, the pump powers up normally, this report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reportedly had a 1.3 mmol/l (23 mg/dl) at 2:30 - 3 pm (unspecified date) and her husband administered glucagon and the patient ate. After the incident, the pump suspended because the pump was alarming "exceeds total daily dose 100 units. No delivery." The animas representative reviewed the history and total daily dose (19.1 units basal and 80.9 units bolus). The animas representative also discovered that the patient was bolusing back to back (from 11:50 am - 2:02 pm), which contributed to the low blood glucose. The patient stated she may have gotten confused and kept on bolusing. At the time of the call, the patient was shaky and her blood glucose was 8.0 mmol/l (144 mg/dl). The patient denies any issues with the keypad. There is no indication that the product malfunctioned; however, this complaint is being reported because the patient allegedly became hypoglycemic after the pump displayed the message, "exceeds total daily dose 100 units. No delivery."